Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant medical products: a mentor smooth round moderate profile 325cc , catalog number 3501650. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 325cc and experienced left breast implant deflation. As a result, the patient will undergo removal and replacement with mentor memorygel breast implant 240cc on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of implantation was (B)(6) 2003 . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On .(B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, it was reported to mentor that the device lot number is 264789. A manufacturing record evaluation (mre) was performed for the finished device number 264789, and no non-conformance's related to the reported complaint were identified. Manufacturing date: 2003-07 sterilization expiration date: 2007-07 on (B)(6) 2020, the device was visually inspected, and no apparent damage could be observed. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 350-1650 and lot number 265306) is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).